Event description:
On (B)(6) 2016, a dentist reported that a patient required root canal treatment on three teeth at the positions 41, 31, and 21 because of ongoing pain in the affected teeth. This patient had crowns made from 3m espe lava ultimate cad/cam restorative for cerec. The treatment on position 41 was performed on (B)(6) 2014, on position 31 on (B)(6) 2014, and on position 21 in (B)(6) 2015. The patient is currently free of symptoms.